Manufacturer narrative:
Investigation completed on 15mar2018. Products were returned for evaluation and there were impacts on the coating. Device history record (DHR) for lot no. 2372363 was reviewed and no anomalies that could be associated with the complaint were observed. The complaint was verified as valid. The most probable cause is a shock on the coating during use or reprocessing. The instructions for use (IFU) recommends to "make a visual inspection of the instrument and the cable to ensure that the electrical insulation is in good condition".

Event description:
It was reported that 36 boxes of cev649-5b (tube cev649-5b dia 5mm 350mm) were delivered on (B)(6) 2017. Instruments were reported to have spots and corrosion marks. No reported adverse patient outcomes or delay in surgery.